Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was torqued to 28 ncm. The clinician reported the patient had fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.